Event description:
Customer called to report low blood glucose and motor error alarms on the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, cracked reservoir tube lip, unresponsive buttons due to corroded keypad traces and missing end cap sticker.